Event description:
The customer reported leakage during patient use. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. During visual inspection a white, opaque substance was observed within the maxzero connector. No evidence of damage or anomalies was observed upon initial visual inspection. Functional testing showed no anomalies. During pressure testing a leak was observed at the connection of one of the maxzero connectors. The maxzero connectors were visually inspected under magnification. A microchannel was observed on the interior wall of one of the maxzero components. The root cause of the microchannel that created a fluid path is an equipment error during the inspection and testing process.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported leakage during patient use. There was no patient harm.

Event description:
The customer reported leakage during patient use. There was no patient harm.